Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "before analyzing the blood status, something was noticed on the inside of the tube. Biomedical analyst, bma, checks the sample with a wooden stick and then discovers that a piece of plastic is stuck to the inside of the tube."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd received 3 photos from the customer in support of this complaint. A visual examination of photos was performed and revealed foreign matter on the inside of the tube. Bd was able to confirm the customer¿s indicated failure mode with the photos provided. The root cause for the customer¿s failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Date of awareness: 2022-10-21.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "before analyzing the blood status, something was noticed on the inside of the tube. Biomedical analyst, bma, checks the sample with a wooden stick and then discovers that a piece of plastic is stuck to the inside of the tube."